Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded; however, the platform and diagnostic service pc communicated, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was a defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2014 and is almost 12 years old. The archive data could not be downloaded because the backup memory (non-volatile ram) parameters had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing because it displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation identified the defective processor board as the cause, and it was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.